Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the interconnect cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's monitors were not working. No patient injury was reported.